Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 1627487-2020-49370, 1627487-2020-49374, and 1627487-2020-49376. It was reported that the patient experienced discomfort at the extension site. On (B)(6) 2020 the extensions were explanted. Issue resolved.